Manufacturer narrative:
The customer's device was not returned to stryker. The customer will receive a replacement lid. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event.

Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: a customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event. Section b5 executive summary of initial MDR should indicate: a customer contacted stryker to report that their device was missing its lid magnet. During evaluation stryker confirmed that magnet was present on the lid. Other non-reportable issue of the device to perform self-test was observed. There was no patient involved in the reported event. Section h6 device code grid of initial MDR indicates: detachment of device or device component. Section h6 device code grid of initial MDR should indicate: failure of device to self-test. Section h6 method code grid of initial MDR indicates: analyses or production records; device not returned. Section h6 method code grid of initial MDR should indicate: testing of actual/suspected device. Section h6 results code grid of initial MDR indicates: mechanical problem identified. Section h6 results code grid of initial MDR should indicate: problem of device to self-test. Section h6 conclusion code grid of initial MDR indicates: cause traced to component failure. Section h6 conclusion code grid of initial MDR should indicate: cause no established. Section h7 remedial action initiated of initial MDR indicates: recall. Section h7 remedial action initiated of initial MDR should indicate: blank. Section h9 correction/removal rpt number of initial MDR indicates: 3015876-01/14/2021-001-c. Section h9 correction/removal rpt number of initial MDR should indicate: blank. Section h10 additional mfg narrative of initial MDR indicates: the customer's device was not returned to stryker. The customer will receive a replacement lid. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. Section h10 additional mfg narrative of initial MDR should indicate: stryker evaluated the customer¿s device at the product assessment center (pac) and confirmed that magnet was present on the lid. The technician observed other non-reportable issue of device to perform self-test for which root cause could not be established. The customer received a replacement device. The customer's device archived by stryker.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event.